Manufacturer narrative:
Device history (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time the lack of defective product, it is not possible to determine the source of the defect reported. Manufacturer will continue to monitor and trend similar complaints.

Event description:
Complaint reported: the procedure done was a laparoscopic cholecystectomy. When introducing the 10 mm multifire clip applier it was noticed that the device was hacking, i.e. It was much more difficult to introduce it into the 12 mm weck vista trocar than usual. The seal was pronged with the very sharp jaws of the multifire clip applier during introduction and thus torn out of its mounting and pushed into the abdomen. Only when the procedure was finished, during the final inspection of the abdomen, the seal was detected and removed. No harm was done to the patient. The trocar was discarded. From a technical point of view it is impossible to remove the seal from its mounting with any other instrument. This can be traced back only to the sharp jaws of the used multifire clip applier. Patient current condition is reported, as fine.